Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. (B)(4). Evaluation summary for: (B)(4) - the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on several conductors (not obstructed) and the outer insulation had a cosmetic depression.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the patient alert triggered for high impedance. Varying impedance was also noted. It was also reported that there was an increase in oversensing and pacing threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that a patient alert was heard for high impedance and increased pacing threshold on the right ventricular lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.